Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units, and after delivering 10 units of insulin, the insulin gauge displayed 120 units. The customer reported a blood glucose level of 310 mg/dl, which was addressed with a correction bolus. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.